Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete.

Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that during a procedure in a highly calcified lesion in the left anterior descending (lad) artery, the physician attempted to treat the lesion with a dilatation balloon and then a xience v 2.5 x 28. Many attempts were made to cross the lesion, but the xience v would not cross. Resistance was felt and the device was removed. During removal the proximal shaft separated. After removal, a flared strut was observed on the stent. The procedure was completed with another stent. There was no adverse patient effect. No additional information is available.